Event description:
The customer reported that there was a failure of communication. The field engineer noted that the sys locked up and the customer was able to reboot the sys and continue the procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.